Event description:
It was reported via phone call that the customer passed away at home. The cause of death was unknown. The caller was unsure if the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer unsure if the customer was wearing the insulin pump at the time of death. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer was not using sensors at the time of passing. The customer was found passed away on (B)(6) 2020 but the customer's parent had stopped hearing from them on (B)(6) 2020. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Recall: z-0956-2020. (B)(4). S/w 4.10e. Unit received with a depleted duracell alkaline battery installed. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08735 inches. Unit uploaded properly using carelink. Unit had scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. 08/04/2020 dailytotalofallinsulindelivered = 24.425. 08/05/2020 dailytotalofallinsulindelivered = 24.275. 08/06/2020 dailytotalofallinsulindelivered = 35.85. 08/07/2020 dailytotalofallinsulindelivered = 10.05. 08/08/2020 dailytotalofallinsulindelivered = 0. 08/09/2020 dailytotalofallinsulindelivered = 0. 08/10/2020 dailytotalofallinsulindelivered = 0.